Event description:
It was reported that the bd nano¿ 2nd gen pen needle's broke. Report 2 of 2. The following was translated from japanese to english: it was reported that when a needle was inserted into a pen, no liquid came out and the needle on the side that was inserted into the pen was broken, but the customer recognized that this was not a defect but a technical problem.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle's broke. Report 2 of 2. The following was translated from japanese to english: it was reported that when a needle was inserted into a pen, no liquid came out and the needle on the side that was inserted into the pen was broken, but the customer recognized that this was not a defect but a technical problem.